Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 512 mg/dl. Customer alleged that the pump did not deliver insulin as intended. Customer delivered a correction bolus and administered a manual injection to address bgs. Tandem technical support performed a system check on the pump and determined that the pump functioned as intended, however, customer maintained that the pump did not deliver as intended. Reportedly, the customer reverted to manual injections for continued insulin therapy.